Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Photos of the complaint part have been received. The photos indicate that the blister pack did not open as expected. From the photo provided, it does not appear that there was an attempt to open the inner blister package or that the seal has been affected. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a device history review was carried out for this device, product code: 136522000 lot number: d20091026. (B)(4) pieces were manufactured on the 18-sep-2020 (this is the clean and pack date). There was no product scrap or rework in process for the lot. The packaging material were all correct and packaging parameters were all within specifications. There were no non-conformances associated with lot number: d20091026.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device and packaging materials confirmed the blister pack did not open as expected. The inner blister package the seal was still intact and it did not appear that an attempt to open the inner package had been made. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a device history review was carried out for this device, product code: 136522000 lot number: d20091026. (B)(4) pieces were manufactured on the 18-sep-2020 (this is the clean and pack date). There was no product scrap or rework in process for the lot. The packaging material were all correct and packaging parameters were all within specifications. There were no non-conformances associated with lot number: d20091026.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer is complaining the sterile package of the product as the package tears. No surgical delay, no adverse patient consequences. Another product was available and used without issues.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.